Event description:
It was reported that a spectrum pump under infused during vasopressor therapy at the critical care unit over an approximate 4 hour period. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The customer provided two photos displaying an "upstream occlusion!" Alarm screen and a "suspend all upstream occlusion alarms" screen. It is not clear if the user suspended occlusion alarms for the infusion. A definitive cause could not be determined, with the information provided however the problem description may potentially related to open fa 2021-056. Additionally, it is unclear if the user assessed and cleared the occlusion from the IV line at the time of alarm. If an occlusion is not fully resolved before restarting the infusion, the alarm may not recur as expected, which is also described in fa 2021-056. Should additional relevant information become available, a supplemental report will be submitted.